Manufacturer narrative:
The patient's medical records were requested and had not been received at the time of this report. If the medical records should become available, a supplemental medwatch will be submitted. A supplemental report will be submitted upon completion of plant's investigation.

Event description:
During a call for technical help, a peritoneal dialysis (pd) pt's wife stated the pt had recently been released from the hosp. The pt's wife stated the hospitalization event was not related to the liberty cycler. During a follow-up call, the p registered nurse (rn) stated the pt was hospitalized due to blisters on his toes. The pt's blisters popped open, which caused his hospitalization. The pt was hospitalized on (B)(6) 2015 and discharged on (B)(6) 015. The pt's blisters were a complication of his diabetes. The pdrn stated the pt did not miss any of his pd treatments, and he has continued pd treatment on the cycler.

Manufacturer narrative:
The cycler was not replaced against this complaint. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.